Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient presented for coronary artery bypass graft. Protamine was given at the end of the case and the patient suffered hemodynamic collapse requiring to go back on bypass. The decision for biventricular impella support was made. It was noted that impella cp support was started with suction noted when coming off support and the impella rp flex was placed. During support, it was noted that the patient went into ventricular tachycardia prior to leaving the operating room and advanced cardiovascular life support was required (acls). Volume resuscitation continued post acls. Bicarbonate was started. Critical care was continued. The patient required constant attention to maintain volume. Bedside echocardiogram showed completed sucked down left ventricle and right ventricle with the impellas only able to run around 2 liters per minute. After chasing volume: two units of blood, two amp of bicarbonate, 500 albumin, 500 lactated ringer's solution bolus amiodarone bicarbonate drip, they were able to get flows close to three liters per minute. More blood products were given: unit of platelets, cryoprecipitate, plasma and two more bicarbonate amp pushes, two units of blood and a setup for auto transfusion with chest tubes. The patient had been stable for several hours now. After continuous volume replacement, maxed pressor support was done and the family decided to withdraw care and the patient expired. This report is for the impella rp flex. The patient's death was reported against the impella cp in another report. Refer to section h10 for the related report number.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Resuscitation, cardiac arrest: the cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: after reviewing the logs, multiple suction alarms were observed. The cause of low pump flow was most likely patient condition related since patient required constant attention to maintain volume and also after giving more blood products and volume, the patient has been stable for several hours with flows close to 3l/min. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 56-year-old male with a history of atrial fibrillation and end-stage renal disease on chronic dialysis (4 years) was scheduled for coronary artery bypass grafting (CABG) due to complaints of shortness of breath. Eight months prior, the patient had been hospitalized for three weeks for infective endocarditis with mitral valve vegetation. The vegetation was later described as calcified lesions on the posterior leaflet. At the time of the current admission, echocardiography demonstrated 1+ mitral regurgitation (mr) with a left ventricular ejection fraction (ef) of 35%. Pulmonary function testing was pending per the medical record. CABG was performed. At the conclusion of cardiopulmonary bypass, protamine sulfate was administered for heparin reversal. Subsequently, the patient experienced acute hemodynamic collapse requiring return to cardiopulmonary bypass. The patient was placed on biventricular mechanical circulatory support with an impella cp and an impella rp flex. Prior to leaving the operating room, the patient developed ventricular tachycardia (vt). Advanced cardiovascular life support (acls) was initiated, including cardiopulmonary resuscitation (CPR). During resuscitative efforts, the impella device position appeared to advance. Bedside echocardiography was performed, and the device was repositioned by the physician to 89 cm. The ventricles appeared significantly underfilled (¿grossly dry¿), and aggressive volume resuscitation was initiated following acls. Upon transfer to the intensive care unit (ICU), the patient required continuous volume administration to maintain hemodynamic stability. Ongoing bleeding was suspected, potentially exacerbated by chest compressions performed during CPR. Bedside echocardiography in the ICU demonstrated severely underfilled left and right ventricles with both impella devices only able to generate flows of approximately 2.0 liters per minute. The impella cp appeared positioned deep and was repositioned; however, low flow persisted due to inadequate preload. Extensive volume and blood product resuscitation was administered, including multiple units of packed red blood cells, platelets, cryoprecipitate, plasma, sodium bicarbonate boluses and infusion, albumin, lactated ringer¿s solution, and initiation of autotransfusion via chest tubes. Following aggressive resuscitative efforts, device flows improved to approximately 3.0 liters per minute. The patient remained temporarily hemodynamically stable with continuous high-volume replacement and maximal vasoactive support. Despite ongoing efforts to control postoperative bleeding and maintain circulatory support, the patient remained critically ill. After approximately 23 hours of biventricular impella support and continued high-dose vasoactive therapy, the family elected to withdraw care. The patient subsequently expired. The impella cp and impella rp flex are being conservatively reported as associated with a death outcome. However, the patient¿s death was most consistent with refractory cardiogenic and hemorrhagic shock following protamine administration and separation from cardiopulmonary bypass, compounded by postoperative bleeding and hemodynamic collapse requiring acls and are considered the primary factors to the patient's demise. Correction. After review of the case by medical safety, it was determined the impella rp flex is a death type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The investigation was updated/corrected to incorporate additional coding for bleeding (e0506), as appropriately documented in the follow-up 2 report. The following was noted: no product was returned for evaluation. Regarding resuscitation and cardiac arrest, a cause determination would require comprehensive clinical details; however, the cause could not be determined due to insufficient clinical information. Similarly, for the major bleed, the cause could not be determined due to insufficient clinical details. Low pump flow: the patient had low volume issues. After reviewing the logs, multiple suction alarms were observed. The cause of low pump flow was most likely patient condition related since patient required constant attention to maintain volume and also after giving more blood products and volume, the patient has been stable for several hours with flows close to 3l/min. Device history review was completed and noted the pump passed all post sterile inspection checks. H6. Investigation type, findings and conclusion codes, along with the h6 component code, were repopulated/updated accordingly based on this completed investigation.